Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving gablofen 1000 mcg/ml at a dose of 60 mcg per day via an implantable infusion pump for intractable spasticity. It was reported the patient developed a cerebrospinal fluid (csf) leak at the catheter insertion site at their spine, on (B)(6) 2016, following a pump and catheter replacement procedure (refer to manufacturer report # 3004209178-2016-11056 for the replacement event). The neurosurgeon withdrew approximately 30 ccs of clear fluid in his office and did not send the fluid for c<(>&<)> s (culture <(>&<)> sensitivity) testing. The patient was instructed to wear an abdominal binder. Per the patient's hcp, the patient was not compliant and as a result csf fluid collection reoccurred over the next six days. The decision was then made to perform a meningocele repair. During the surgery, on (B)(6) 2016, the hcp sent a c<(>&<)>s swab from the spinal incision site and it was sent for an aerobic/anaerobic culture. Per the hcp, the incision site did not appear as if any infection was present. A fat graft was oversewn with stitches to address csf leak. A jackson pratt suction bulb was inserted into spinal incision site and patient was to be admitted into the hospital overnight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.